Event description:
Due to conversion to a new medwatch reporting computer system and the constraints which resulted thereof, this report is late. The pt's family member reported that the one touch profile meter had a "display problem, that all the numbers could not be seen". On the day of the event, around midday, the pt took 10u humulin n based on pt meter reading (reading unknown). Allegedly the meter told the pt to take insulin. The reporter "came home" and found pt "comatose, clammy and incoherent". He administered hard candy and "some liquid glucose," and called the paramedics. When the paramedics arrived, a d-50 IV was administered and the pt was transported to ER, where pt remained for 4 hours and was released. The rptr does not know if a blood glucose test was performed by the paramedics or ER.